Event description:
The customer reported that during imrt commissioning, they observed an increase in dose outside the field when shaped fields or imrt fields are close to the upper and/lower extent of the hd120 mlc. The increase in dose is proportional to the mus, not the dose delivered. Extra dose of about 5% is detected well outside the treatment area, where lower doses would be expected.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Other: though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation